Event description:
Pt presented with fracture of the right 5th metatarsal. Orif completed on (B)(6) 2010. Surgeon states that he felt a "weak spot in the screw as it was being placed" and the post-op x-ray showed that the screw was bent. He left the screw in the pt. Approx 1 year later the pt returned complaining of pain near the location of the screw. On (B)(6) 2011, the surgeon attempted to remove the screw. As he tried to remove the screw the head of the screw snapped off. He removed this piece and left the remaining bent portion in the pt. Pt currently in good condition.

Manufacturer narrative:
Unit not yet returned for eval. Note that after almost a year, osseointegration would have occurred, making removal of the screw more difficult. Company was originally notified in (B)(6) about pt being in pain, but no other info was received until the surgeon scheduled a replacement surgery on (B)(6) 2011. On (B)(6) 2011, the MDR determination was made, and this report has been prepared accordingly.